Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. In addition, the following reportable malfunctions were identified during the device evaluation: the image is not displayed. A root cause could not be identified. Based on the results of the investigation, there is not any probable cause for the malfunction reported. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, there is not any probable cause for the malfunction reported. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that, during the device evaluation, the universal cord of the subject device was sticky. There was no patient involvement.